Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Patient treatment settings, patient information and incident forms were provided by the facility. A lumenis clinical training director and healthcare professional reviewed the reported event details and concluded that "customer reports feeling a "zap" after performing an m22 laser hair treatment. Call to service for advice. Error code on device signals customer to call lumenis immediately. No patient photos or report of patient procedure problems". The lumenis clinical training director and healthcare professional further concluded this to be with 'very minor severity' (with a ranking of 2). Review of DHR of m22 ga-0005200:22525 has shown that the system was manufactured, tested and released according to lumenis specifications. No malfunctions were reported during manufacturing. M22 ga-0005200:22525 was manufactured on 11-nov-2018 and installed at the customers site on (B)(6) 2019. The customer refused to allow repair, he wants a replacement. The new unit will be sent in the beginning of 2020. Lumenis received in 18-may-2019 another complaint from this facility, complaint (B)(4), in which the customer reported that the ipl hp melted. While the information received to date does not confirm that an injury had occurred, the malfunction is still under investigation. As per potential injury, if it were to recur, currently it is being assumed that it can cause serious injury according to lumenis professional healthcare. This will be further investigated by a technical evaluation of the system itself once it returns, in order to confirm if serious injury really can occur if this were to recur. The faulty m22 unit will be dispatched to lumenis (B)(4) for investigation. The company is reporting the event in an abundance of caution. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that while doing hair removal treatment with m22, the user felt a jolt through the hose and was shocked by the system. The user decided to fire one more pulse and the machine stopped working and gave an error message.